Manufacturer narrative:
The report of stiffening along the pump cable could not be confirmed; furthermore, a specific cause for this change in the flexibility of the cable could not conclusively be determined through this evaluation. A photo provided by the user facility showed the pump cable holding a slight bend proximal to the in-line connector bend relief. No cuts, tears, or other damage to the outer jacket were visible. It was reported that there were no issues with the device and that the patient was asymptomatic. No alarms were reported and the patient was reportedly discharged in a comfortable situation. The patient remains ongoing with the device and no additional issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for transplant screening and evaluation. During this hospital stay, the vad coordinator observed a stiffness of the driveline between the exit site and the modular cable connector. The stiffest part was near the modular cable connector and formed a little curve. There was no reported impact to pump function or to the patient. The patient was discharged. It was reported that the issue would be monitored by the healthcare professionals. No additional information was provided.